Event description:
Rn reports that when she engaged the safety mechanism on this needle that the needle broke off at the hub, disconnected from the syringe, and flew across the room. FDA safety report ID# (B)(4).